Manufacturer narrative:
Visual inspection via naked eye and camera magnification revealed debris and markings to the screw (certain® gold-tite® hexed screw). The drive feature of the screw showed signs of damage to the hex. Functional testing was performed for the returned product by attaching an abutment to a 4.1mm stock implant and retaining with the screw. This was done without any hindrance and it was determined there was no impediment in the screw access chamber which would cause or contribute to the reported event. In addition, the returned screw was measured with a caliper and the measurements compared to the drawing. All measurements were within the stated parameters. DHR review was completed for the subject lot number (1219229, iunihg) which was bundled with the subject item. A non-conformance nc (B)(4) was documented. However, this incident would not cause or contribute to the reported event, and all operations and inspection were executed as per applicable procedure. The lot was inspected and accepted by qa. A lot specific complaint history review was conducted for the reported screw lot number. No incidents with a similar root cause were found after review. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: b4: date of this report, d4: lot number, d4: unique identifier (UDI) number: (B)(4), g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: entered evaluation codes and h10: added manufacturer narrative. The following sections have been corrected: d10: date returned to manufacturer.

Event description:
No further event information available at the time of this report. Lot number has been updated.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: the reported device has been received for evaluation. The investigation is in progress. Once the investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the screw would not fully thread into the implant at tooth location #4.